Manufacturer narrative:
(B)(4). Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
Numbness to great toe, starting on the day of surgery and continuing. No treatment was given.

Manufacturer narrative:
Product inquiry stated the tibial comp,singlecoated us vers, x-large, the sliding core, uhmpwe, 9mm and the talar comp, single coated us vers large, right to be the subject products. No further associated products were reported. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient had been treated with star on (B)(6) 2015 due to a post traumatic arthrosis of the right ankle. According to information received the patient complained about a numbness of the great toe, which started on the day of the surgery. No treatment was given. Nerve injury is a known complication and is nominated in the scientific literature. It does not present an unanticipated event in itself. The incision for total ankle replacement places a number of nerves at risk. The superficial peroneal nerve leaves the lateral compartment of the leg near the superior aspect of the incision and travels distal-medially, sending sensory branches to the dorsomedial distal leg and foot in the subcutaneous tissue. These branches are frequently encountered and protected during dissection, but sharp or compressive injury can occur leading to loss of sensation of portions of the dorsal leg or foot, but typically no loss of function. Patients should be counseled about this possibility preoperatively. The deep peroneal nerve travels with the tibialis anterior/dorsalis pedis vascular bundle deeper in the dissection between the tibialis anterior and extensor halluces longus tendons. It should be identified and protected during dissection to avoid numbness in the first interspace and possible vascular compromise to the foot. Nerve injuries (lesion of the deep peroneal nerve) are rarely described. Mostly, such injuries are caused by hypertension of the nerve resulting in transient neurapraxia. Only very few cases of permanent lesions are reported. No negative impact on the clinical outcome has been reported after nerve lesions. The case was furthermore reviewed by a consultant hcp, who stated: ¿this event is related to the procedure, but not directly to the device. Lesion of a sensible nerve (soft tissue damage s2) is usually caused by too strong tension of levers during surgery and has a good chance for spontaneous full (or at least partial) recovery after some weeks. A nerve lesion is transient or permanent minor harm not requiring any revision surgery or other specific medical measures¿. Based on the above the event was not linked to a deficiency of the devices, but was rather related to the intraoperative procedure. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause. Peripheral neuropathies / nerve damage are listed in the IFU as a potential adverse effect.

Event description:
Numbness to great toe, starting on the day of surgery and continuing. No treatment was given.